Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that after the dental implant was installed in mouth,its non-osseointegration was observed. Thirty-two (32) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii.